Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Interrogation revealed low impedance measurements on the left ventricular lead. The lead was capped and replaced.